Event description:
It was reported the patient used a PICC catheter on (B)(6) 2022 due to "malignant pelvic effusion", and the symptoms of redness and swelling at the site of the PICC catheter appeared, and the patient had no discomfort. Treatment situation: treated with traditional chinese medicine, and externally applied nihuang san to the PICC, which has been treated with drugs. Specific drug description: chinese medicine package treatment, external application of nihuang san to the PICC.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.